Manufacturer narrative:
It was reported that "multiple bulb syringes" in the "vaginal delivery packs" have been "bent and thus not providing adequate suction or capability of use." The customer reported that after discovery of the defects, "a single pull bulb was used in its place, or a new pack was opened." The customer reported that there was no serious injury identified, medical intervention required, or follow-up care needed to involved patients. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "multiple bulb syringes" in the "vaginal delivery packs" have been "bent and thus not providing adequate suction or capability of use." The customer reported that after discovery of the defects, "a single pull bulb was used in its place, or a new pack was opened."

Manufacturer narrative:
Update to h6: investigation findings (c).